Manufacturer narrative:
A review of the device history records for the finished good lot and the raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. No other complaints were received for this finished good lot. The sterilization certificate for this particular lot was reviewed in detail and the method and all results meet the required guidelines. Samples were not returned for visual review or testing. If samples become available at a later time, the devices will be reviewed and tested and the results will be included in the file. A revised response letter will be forwarded to you at that time. Retained sample from the device history record was not available for testing. Pga suture material can become brittle; break easily if exposed more than the recommended time for this type of material. Surgical specialties documents the exposure time throughout the inspection and manufacturing processes to prevent over-exposure prior to packaging the devices. The exposure time for this particular lot was reviewed and met all current criteria. As stated in the IFU for the devices, wound dehiscence is a common risk/complication of any surgical procedure. There are many causes that can result in the wound opening or the sutures failing during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise, heavy lifting, recurrent vomiting, coughing or an improper diet that leads to constipation or malnutrition. Without receiving sterile devices from the same finished good lot to test/review or receiving pertinent details regarding the storage and handling of the material, exposure time prior to use, pre-operative preparation of the device, procedure(s) performed, the surgeon's technique, patient¿s pre-existing health conditions/allergies, condition of the tissue surrounding the incisions and/or post-operative instructions or events that may have occurred and/or contributed to the reports of the dehiscence, a definitive root cause cannot be determined at this time.

Event description:
The facility was trailing this product and reported three (3) events of patients dehiscence. No details of the procedure, post-operative events or intervention were provided. No samples or other pertinent information could be obtained from the operating facility.